Event description:
Pt expired few hours after angiogram in which 6f selector diagnostic catheter was used. Pt was 92 years of age, on balloon pump, and had severe cardiac problems. Pt was anticoagulated per hosp protocol of aspirin prior, with bolus of 4000 i.u. And continuous drip of heparinized saline. Catheter was flushed with saline solution prior to insertion. Post-procedure, when catheter was removed from pt and flushed, several blood clots were dispersed into sterile field. Device used during procedure was not retained by hosp. Unused devices from lot numbers on-hand at hosp will be returned for evaluation.